Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow events. According to the account, the low flows improved with intravenous (IV) fluids and blood pressure support medication. Furthermore, a direct cause for the positive sputum cultures could not be determined. A direct correlation between the device and the reported events could not be conclusively determined. The submitted log files contained low flow alarms when the estimated flow decreased below a threshold of 2.5 lpm for 10 seconds or more. The pump speed remained within the set speed parameters for the duration of the log file, and the system appeared to function as intended. The patient ultimately expired on (B)(6) 2020. The death was not device related and the device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 31mar2016. The most recent revision of the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists sepsis as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in reference to preventing infection are provided throughout this IFU, including sections titled "caring for the driveline exit site" and "controlling infection." The system monitor section describes the pump flow display and the hazard alarms. This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm. The heartmate 3 lvas patient handbook is also currently available. This handbook also contains information about preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had multiple low flow alarms. Upon review of the log files, technical services noted persistent low flows on (B)(6) 2020. The patient was bradycardic and underwent sepsis and pump thrombus evaluation with inr therapeutic. The patient had shortness of breath, a pulmonary edema and heart rate in the 50s. The patient was treated with bisoprolol and digoxin being held. A computer tomography (CT) scan was done to assess for clot, levorphanol was used to keep mean arterial pressure above 65 mmhg. The patient was intubated and moved to the intensive care unit. The patient had a CT angiogram and abdominal CT which was negative for thrombus. The patient had no changes to anticoagulation. The patient had spironolactone, bisoprolol and digoxin held for bradycardia. There were no changes to the patient's pump parameters. The patient's low flow alarms improved with IV fluids and milrinone gtt. The patient's blood cultures were negative for sepsis but positive for sputum culture. The patient was treated with cefepime, doxycycline and vancomycin.